Event description:
Customer reported being hospitalized for dka. Customer complained of sickness prior to hospitalization. The troubleshooting conducted indicated that the pump was operating as designed, however, a tubing clamp was sent to customer in order to complete troubleshooting. Customer mentioned that she did not change set when high blood glucose levels were noticed.